Manufacturer narrative:
On 5/17/2018, mentor became aware that the incorrect patient identifier was erroneously included in the initial report. The correct patient identifier is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered a rent measuring approximately 0.3 cm within a crease on the anterior aspect. Also was noticed a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline catalog #3501650 lot #5764117 sn #(B)(4) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prostheses. Right breast prosthesis deflation was diagnosed by doctor's examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/26/2018, mentor became aware that a result of right breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 600cc gel catalog #3506004bc, (B)(4) and mentor memorygel breast implant 600cc gel breast prostheses catalog #3506004bc, (B)(4) on (B)(6) 2018. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).